Event description:
Device 1 of 2: ref MFR report # 1627487-2010-00175. The pt was implanted with her scs system consisting of an ipg and 2 exclaim paddle leads on (B) (6) 2008. It was reported that around (B) (6) 2009, the pt began experiencing problems increasing her stimulation amplitude. Her scs system was reprogrammed several times for this reported issue, however eventually no further reprogramming could be done due to impedance issues. It was reported that one of the two leads measure high impedances on all contacts. During the lead replacement procedure on (B) (6) 2009, it was reported that the physician found the paddle portion of one lead was detached from the lead body and the lead body wires visible. That one lead was returned to ans for eval but since the lot number was not known for the affected device, both lot numbers are being reported.

Manufacturer narrative:
Device 1 of 2: "malfunction" is interpreted as a compromise of the device's therapeutic effectiveness (loss of pain relief) which contributed to significant device adverse event resulting in a surgical procedure to remove the device. Eval: device history and sterilization records were reviewed. Functional testing could not be performed on an incomplete lead. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Device evaluation is ongoing. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.